Event description:
It was reported by the customer that their sensors are not functioning properly. Customer states that they charged the sensor fully, but the device alarms weak signal and lost sensor. During troubleshooting, customer stated they had kidney surgery early and their stomach was still swollen. Advised customer to monitor and call if issue persists. Customer's blood glucose level was 135 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.